Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, a fiber broke during a procedure, resulting in an injury to the physician finger. The physician cooled and dressed the wound. The injury was described as a punctate burn on the surgeon left hand. The procedure was completed with another fiber. No patient outcome was provided. Further good faith effort indicated that a total of three to four fibers broke during different procedures. It was noted that these three to four fibers were replaced in each instance, and procedures were completed without patient complications. This is report is for a fiber break (3 of 5).

Manufacturer narrative:
The device was not returned for analysis; therefore, technical analysis cannot be conducted. The reported device issues cannot be confirmed. A review of the slimline hazard analysis was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The labeling review found that the product instructions for use states the following: warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, a fiber broke during a procedure, resulting in an injury to the physician finger. The physician cooled and dressed the wound. The injury was described as a punctate burn on the surgeon left hand. The procedure was completed with another fiber. No patient outcome was provided. Further good faith effort indicated that a total of three to four fibers broke during different procedures. It was noted that these three to four fibers were replaced in each instance, and procedures were completed without patient complications. This is report is for a fiber break (3 of 5).